Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm 30 (motor stall) occurred during the load process. The customer's blood glucose level was 204 mg/dl. A new cartridge was successfully loaded to address the event.